Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as the device has not yet been evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.

Event description:
It was stated that the customer was hospitalized for high blood glucose and the reading was 1100 mg/dl. It was also stated that the customer was in a coma. Troubleshooting was performed and the insulin pump passed the prime test, and the programming was correct. Nothing further was reported.